Manufacturer narrative:
Expiration date is unknown.implant date of anuerx device is unknown.device manufacture date is unknown.medtronic manufactures aneurx; device not made by endologix.

Event description:
A patient with a previously implanted aneurx endograft developed a proximal type I endoleak. The endologix 34-34-80l proximal extension successfully repaired the leak.